Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability. No possible cause or contributor for instability was reported to the rep. The head, liner, and shell were revised. Rep reported that no further information will be available.